Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superolateral dislocation. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 11-363663 lot# j7465575 36mm cocr mod hd +3mm. Cat# 11-301353 lot# 135120 arcos con sz c hi 80mm. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately ten or more years post-implantation, the patient underwent a hip revision due to repeated dislocations and to increase stability. Patient had dislocated five times. The liner was changed and stem version increased. Attempts have been made and no further information has been provided.